Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that customer had received no delivery alarms during basal rates delivery and this has caused high blood glucose. Blood glucose value during the initial no delivery alarm on (B)(6) 2014 was 18 mmol/l. Current blood glucose value is 6.2 mmol/l. Customer has tried different cannula lengths, insulin is not expired or denatured, and customer does rotate sites and avoids scar tissue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.